Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced exposed to moisture, keypad/button unresponsive/button error, the insulin pump was not working and frozen screen. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported, buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported, that pump was exposed to moisture, but there is no visible fluid in pump. The customer called, for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1780kpk was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Unit received with blank display. Unable to download using thus software due to display anomaly. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, keypad flex connector and motor assembly causing electrical short not allowing unit to turn on or access to download. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and end cap address label missing. In conclusion, customer concern for frozen screen, keypad/button unresponsive/button error and no current code/category unable to confirm due to blank display. Blank display was confirmed due to moisture on electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.